Event description:
Unsuccessful attempt at ptca (percutaneous transluminal coronary angioplasty) of rca (right coronary artery) with extensive spiral dissection.patient had angiogram and was found to have a 99% right coronary stenosis. During angioplasty while attempting to place balloon to proximal rca, stent partially dislodged from balloon. Stent balloon removed causing dissection of rca. Patient sent for urgent CABG (coronary artery bypass graft).